Event description:
The dr claims that during a carotid endarterectomy procedure the patch leaked an unk quantity of blood. The dr removed the patch and replaced it with another. The procedure was successfully continued. The pt's condition is fine.